Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) machine during drain. The alarm occurred 3 times while the home patient (hp) was connected. The baxter technical service representative (tsr) advised that it was a safety alarm. The tsr referred the hp to contact their registered nurse (rn), if they had any questions. Two days after receipt of this report, baxter product surveillance received a message from the pd rn regarding the reported problem. The pd rn stated the patient did contact them regarding the alarm. The pd rn stated the patient has been continuing therapy fine and has not had any further issues with the supplies or with the machine. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.